Event description:
The facility initially reported that the system displayed an error message during an anterior vitrectomy. Power was cycled, and it cleared. They requested service. In 2007: during follow-up the nurse stated it was an unplanned vitrectomy, for a posterior capsule tear (the cause was not provided). The pt's current status was not reported. There were no samples returning for evaluation. Add'l info has been requested.

Manufacturer narrative:
A company service rep checked the system, and was unable ot verify the reported problem. The cables and printed circuit boards were reseated, and the pm service was completed. The system met specifications. The root cause of the pt's posterior capsule tear can't be determined with the info available at this time.